Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 is not getting power. They changed out the cord, adapter, and power supply and it didn't resolve. Opened new kit and everything worked fine. No patient harm. No procedure delay.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000469221 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.